Event description:
User rec'd an erroneous urine creatinine result for one pt's urine sample. Initial result gave 0.9 mg per dl and was reported. The physician requested the sample be repeated. The sample was repeated on the same analyzer giving 27.4 mg per dl. The pt was not adversely affected due to the result reported. No other tests were affected with this pt's urine sample. Customer declined field service dispatch, as they ran a precision study using the same pt's urine sample and were unable to reproduce the issue.